Event description:
A report was received via social media that the patient was experiencing pain and it was aggravating the nerves. It was also reported that patient had difficulty charging the ipg. The patient underwent an explant procedure. No further information could be obtained.